Event description:
A cartridge change error was reported with the pump, and there was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove and inspect the cartridge and o-ring, clean the pneumatic tap area, and attempt the cartridge load process. When the error persisted after loading a new cartridge, technical support arranged for the pump to be replaced, and the customer opted to use multiple daily injections as a backup therapy. The customer was also instructed on how to prepare the pump for return.